Event description:
It was reported that during a shoulder prothesis surgery the 3mm drill was passed through the drill sleeve and the devices then cold-welded. This resulted in abrasion. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update 30-aug-2024: the abrasion did not enter the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-2257d-30 serial/batch number (B)(6) was received for evaluation. The device arrived stuck inside the ar-1778r-30 batch 1489154906. Functional testing was not performed because the device arrived stuck inside ar-1778r-30 batch 1489154906. Visual inspection revealed lines around the shaft outside diameter, an indication of abrasions, and the device being in contact with another instrument during use. The most likely cause of the reported failure is misuse due to user error.